Event description:
It was reported that it was difficult to recapture the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman closure device and delivery system (wds) were inserted. The wds was deployed, but did not meet release criteria and was fully recaptured. The physician then noticed that the anchor the anchor was stuck in the trivalve leaflet making it difficult to recapture. After successfully recapturing the device, it was found that the wds sheath was kinked. The procedure was completed with a new wds of the same size. There were no patient complications or consequences that occurred as a result of this event.

Manufacturer narrative:
Device evaluated by MFR.: a watchman delivery system (wds) was returned with the implant deployed. The device was visually and microscopically examined. Inspection of the implant, sheath, hub, core wire and tip found numerous kinks in the sheath. The tip was damaged as the tri-cuts were flared, the distal marker band was kinked, and there were abrasions on the inside of the sheath at the tip. The implant had anchor damage. Product analysis could not confirm the reported event of difficulty recapturing as clinical circumstances could not be replicated. Product analysis confirmed the reported sheath kink as the sheath was kinked. The observed tip and anchor damage is consistent with deploying and recapturing the implant and then redeploying in the anatomy. The observed damage was attributed to procedural factors as the most likely cause is due to the forces that are put upon the device during insertion, advancing, and manipulation.

Event description:
It was reported that it was difficult to recapture the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman closure device and delivery system (wds) were inserted. The wds was deployed, but did not meet release criteria and was fully recaptured. The physician then noticed that the anchor the anchor was stuck in the trivalve leaflet making it difficult to recapture. After successfully recapturing the device, it was found that the wds sheath was kinked. The procedure was completed with a new wds of the same size. There were no patient complications or consequences that occurred as a result of this event.